Manufacturer narrative:
The customer issue was resolved by restarting the rns server.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) shows communication loss.